Event description:
It was reported that post-paced t-wave oversensing occurred. The patient did not receive inappropriate therapy. Reprogramming was performed and the patient was fine after the event.

Manufacturer narrative:
(B)(4).